Event description:
New information received notes that programming changes were made. Patient condition was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator exhibited noise over-sensing and had bradycardia when the patient was in the last clinic visit. No intervention was performed. Patient condition was unknown.